Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the printout of a vf episode showed a time-shifted marker chain compared to the egm signal. It was reported that the physician first thought that the ICD detected some noise signal during the low rhythm shortly before the vf episode started. The marker chain was correctly displayed on the programmer screen.

Event description:
Reportedly, the printout of a vf episode showed a time-shifted marker chain compared to the egm signal. It was reported that the physician first thought that the ICD detected some noise signal during the low rhythm shortly before the vf episode started. The marker chain was correctly displayed on the programmer screen.